Event description:
In 2003, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component, a gored excluder aaa endoprosthesis contralateral leg component, and two gore excluder aaa endoprosthesis iliac extender components were implanted to repair an infrarenal abdominal aortic aneurysm measuring 77 mm in diameter. On two days later, a postoperative computed tomography scan revealed that the aneurysmal sac increased to 78 mm in diameter. In 2005, a postoperative computed tomography scan revealed that the aneurysmal sac was 80 mm in diameter, and in 2006, a postoperative computed tomography scan revealed that the diameter of the aneurysmal sac was 120 mm. There was no indication of the presence of an endoleak and it was reported that the patient is doing well.

Manufacturer narrative:
The devices remain functioning in the patient. A review of the manufacturing paperwork is being conducted. Please note: devices implanted were a gore excluder aaa endoprosthesis trunk - ipsilateral leg component (pc261418/lot#012050503), a gore excluder aaa endoprosthesis contralateral leg component (pc141400/lot#021793302), and two gore excluder aaa endoprosthesis iliac extender components (pc161407/lot#01919871 and pc161407/lot#01693916.)